Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range; analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was also noted that all electrical testing was within specified parameters. Performance data collected from the device was received and analyzed. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance (B)(4) 2013 and (B)(4) 2013. Daily pace lead trend data shows an increase for defib active can on impedance and svc defib=58 to 254 ohms peak between (B)(4) 2013 and (B)(4) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for erratic, high superior vena cava (svc) and hv impedances. An apparent high voltage fracture is suspected. The patient also reports "turning" the device over multiple times in the pocket. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.